Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia and stress. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysaesthesia ("allergic or hypersensitivity reaction type: dysethesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), migraine ("migraine"), urinary tract disorder ("urinary problem"), rash ("rashes or skin conditions type: unknown origin,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation") and asthma ("asthma"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, urinary tract disorder, vaginal haemorrhage, dysaesthesia, urinary tract infection, anxiety and rash outcome was unknown and the migraine, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital haemorrhage, inflammation, menorrhagia, mental status changes, metrorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia, stress, pap smear abnormal and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysaesthesia ("allergic or hypersensitivity reaction type: dysethesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), urinary tract disorder ("urinary problem"), rash ("rashes or skin conditions type: unknown origin,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation"), asthma ("asthma") and rash papular ("rashes or skin conditions type: red bump on neck, light brown matches on inner thigh and light brown patches on my back / rashes or skin conditions type: on the back of neck by the base of my skull and top of neck, I get a huge red bump there"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, urinary tract disorder, vaginal haemorrhage, dysaesthesia, urinary tract infection, anxiety, rash and rash papular outcome was unknown and the migraine, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital haemorrhage, inflammation, menorrhagia, mental status changes, metrorrhagia, migraine, nausea, rash, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions type: red bump on neck, light brown matches on inner thigh and light brown patches on my back / rashes or skin conditions type: on the back of neck by the base of my skull and top of neck, I get a huge red bump there. Onset date of event migraine were added. Medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia) in a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia, stress, pap smear abnormal and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal"), dysaesthesia ("allergic or hypersensitivity reaction type: dysethesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital hemorrhage ("gen. Abnorm. Bleed."), intermenstrual bleeding ("metorhagia (as written) (bleeding b/w periods"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), urinary tract disorder ("urinary problem"), rash papular ("rashes or skin conditions type: red bump on my neck,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation"), asthma ("asthma") and skin discolouration ("rashes or skin conditions type: light brown patches on inner thigh/light brown patches on my back"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, genital hemorrhage, intermenstrual bleeding, cystitis, vaginal infection, urinary tract disorder, vaginal hemorrhage, urinary tract infection, anxiety, rash papular and skin discolouration outcome was unknown and the migraine, dysaesthesia, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital hemorrhage, heavy menstrual bleeding, inflammation, intermenstrual bleeding, mental status changes, migraine, nausea, rash papular, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: there is a right ovarian cyst measuring up to 1.7 cm possibly representing a corpus luteum. Essure coils are visualized bilaterally. Lot number: 925776. Manufacturing date: 2011/11. Expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received. Reporters information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia, stress, pap smear abnormal and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysaesthesia ("allergic or hypersensitivity reaction type: dysethesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), urinary tract disorder ("urinary problem"), rash ("rashes or skin conditions type: unknown origin,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation"), asthma ("asthma") and rash papular ("rashes or skin conditions type: red bump on neck, light brown matches on inner thigh and light brown patches on my back / rashes or skin conditions type: on the back of neck by the base of my skull and top of neck, I get a huge red bump there"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, urinary tract disorder, vaginal haemorrhage, urinary tract infection, anxiety, rash and rash papular outcome was unknown and the migraine, dysaesthesia, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital haemorrhage, inflammation, menorrhagia, mental status changes, metrorrhagia, migraine, nausea, rash, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs received. Event:allergic or hypersensitivity reaction type: dysethesia outcome were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia, stress, pap smear abnormal and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysaesthesia ("allergic or hypersensitivity reaction type: dysesthesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), urinary tract disorder ("urinary problem"), rash ("rashes or skin conditions type: unknown origin,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation"), asthma ("asthma") and rash papular ("rashes or skin conditions type: red bump on neck, light brown matches on inner thigh and light brown patches on my back / rashes or skin conditions type: on the back of neck by the base of my skull and top of neck, I get a huge red bump there"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, urinary tract disorder, vaginal haemorrhage, urinary tract infection, anxiety, rash and rash papular outcome was unknown and the migraine, dysaesthesia, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital haemorrhage, inflammation, menorrhagia, mental status changes, metrorrhagia, migraine, nausea, rash, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(unspecified) result: bilateral occlusion. Lot number: 925776 manufacturing date: 2011/11 expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia, stress, pap smear abnormal and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysaesthesia ("allergic or hypersensitivity reaction type: dysesthesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraine") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), urinary tract disorder ("urinary problem"), rash papular ("rashes or skin conditions type: red bump on my neck,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation"), asthma ("asthma") and skin discolouration ("rashes or skin conditions type: light brown patches on inner thigh/light brown patches on my back"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, urinary tract disorder, vaginal haemorrhage, urinary tract infection, anxiety, rash papular and skin discolouration outcome was unknown and the migraine, dysaesthesia, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital haemorrhage, inflammation, menorrhagia, mental status changes, metrorrhagia, migraine, nausea, rash papular, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Lot number: 925776, manufacturing date: 2011/11, expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: pfs received. Reporter information, event rashes or skin conditions type: unknown origin updated to event rashes or skin conditions type: red bump on my neck. Event: rashes or skin conditions type: light brown patches on inner thigh and light brown patches on my back added. Lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 40-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, vaginal odor, vaginal itching, irregular periods, menometrorrhagia and stress. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysaesthesia ("allergic or hypersensitivity reaction type: dysethesia") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), migraine ("migraine"), urinary tract disorder ("urinary problem"), rash ("rashes or skin conditions type: unknown origin,"), nausea ("nausea"), mental status changes ("emotional and mental state"), inflammation ("inflammation") and asthma ("asthma"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, urinary tract disorder, vaginal haemorrhage, dysaesthesia, urinary tract infection, anxiety and rash outcome was unknown and the migraine, tooth disorder, fatigue, nausea, mental status changes, inflammation and asthma had resolved. The reporter considered anxiety, asthma, cystitis, dysaesthesia, fatigue, genital haemorrhage, inflammation, menorrhagia, mental status changes, metrorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Current weight 168 lbs. Coils information: right: 1 left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on 06-mar-2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: dysethesia, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: unknown origin, dental problems, fatigue, nausea, emotional and mental state, inflammation, asthma. Outcome of event migraine were updated. Onset date of event menorrhagia were updated. Reporter information, aka name, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infect"), vaginal infection ("vag. Infect."), migraine ("migraine") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (essure removal scheduled). Essure was removed. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, cystitis, vaginal infection, migraine and urinary tract disorder outcome was unknown. The reporter considered cystitis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: patient had scheduled date for surgery of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury to herself was deleted, newly added events- bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), general abnormal bleeding, bladder/urinary problems: bladder infect., vag. Infect., migraine., product indication and date of essure insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.